Manufacturer narrative:
One used device was evaluated. Testing found the liner lid was cracked. This was due to the lid sealing sink parameter.

Event description:
The customer contact reported loss of suction. It was reported that during testing of the device when suction was applied, cracks were noted on the lid of the liner; subsequently, loss of suction was noted. The liner was replaced. Though requested, no additional info was provided.